Manufacturer narrative:
Updated post completion of investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 16 years post the index procedure the patient presented emergently. An angiogram identified what appeared to be either a type iii endoleak or a distal type ib on the left side. Intervention was completed where the physician elected re-align the previous aneurx graft with an endurant limb. The limb was ballooned (reliant balloon) and a second angiogram revealed the endoleak was still visible. Ballooning was completed again at the distal segment of the left limb however, again the endoleak remained. The physician opted to coil the left hypogastric artery and implant an additional endurant limb into the left external iliac artery. Ballooning was repeated and a final angiogram performed revealed the endoleak had resolved. The patient left the operating room with a decision made to provide comfort care only and it was reported the patient expired 2 days post the intervention procedure. Per the physician the cause of the event was due to rupture. No additional clinical sequelae were reported and the patient has expired.